Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: (B)(4): blade 1884080em tricut 4mmx13cm m4 rotat, lot 0208684157 manufactured: august 26, 2014 use before: august 15, 2016 (B)(4). Product evaluation: analysis results for both devices (device (B)(4) and (B)(4)) were the same: the hub and a portion of the inner shaft were separate from the rest of the devices. The inner shaft was broken approximately 0.5" from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there were striations at the break point indicating metal on metal contact and an uneven break. The information indicates excess pressure was applied during use which caused the inner shaft and outer tube to rub together until the inner shaft broke. Results: stress problem.

Event description:
It was reported that two devices (device (B)(4) and (B)(4)) snapped at the base. This occurred during the same procedure about a half hour apart from each other. The breaks were at the base and there were no fragments or patient injury due to the breaks. The bur was replaced but they did not replace the blade. The surgery was completed without any further issues.¿ there was no patient impact.